Event description:
Patient was hospice patient with terminal agitation got out of bed and was observed on the floor. Patient was in significant pain and was sent to the ER. Patient was found to have fractured hip. Family requested to forgo treatment and keep patient comfortable. Patient ceased to breathe on (B)(6) 2016.